Manufacturer narrative:
One 75 mm tacticath quartz contact force ablation catheter was received for evaluation. The device met specifications for electrical testing, temperature testing, and optical signal properties. Contact force was displayed when connected to the tactisys unit, with no error messages noted. Additionally, the catheter met specifications during leak testing. The analysis of the log files indicated the optical fibers met specifications, the recorded temperatures indicated cooling during rf ablation, and contact force measurements were displayed throughout the duration of the log files. Force measurements were recorded during ablation that exceeded the recommended values in the tacticath quartz contact force ablation catheter instructions for use (IFU). In addition, the event description indicated ablations were performed with rf power of 40w and an irrigation flow rate of 17 ml/min. The IFU recommends a minimum irrigation flow rate of 30 ml/min for ablation events greater than 30w and warns that "too high rf power during ablation may lead to perforation caused by steam pop;" however, due to unknown procedural conditions we are unable to conclusively determine the cause of the reported event. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported steam pop and cardiac perforation may have been procedure related. Per the IFU, cardiac perforation is a known risk during the use of this device.

Manufacturer narrative:
The results, method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an ablation procedure, pericardial effusion occurred. As ablation was being performed in smooth cardiac issue, a steam pop occurred. The patient became hypotensive and an intracardiac echocardiography (ice) catheter revealed the pericardial effusion below the left inferior vein. A pericardiocentesis was performed to stabilize the patient. There were no performance issues with any abbott device.